Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported the patient presented to the emergency room after receiving a vibration notification. An alert for upper out of range pacing lead impedance as observed. When attempting to extract the lead, the stylet was not able to be inserted inside the lumen of the lead. The lead was capped and replaced. The patient condition is well.